Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high in-range pace impedance measurements during the post-implant check. It was noted that sensing remained appropriate. Suspecting lead dislodgement, the physician elected to perform a revision procedure. The lead was successfully repositioned with satisfactory measurements. No adverse patient effects were reported.